Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device had stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to an erased history file. The device had a scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 340 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.